Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a black and white display. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer replaced the battery but the display did not return. Customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. The insulin pump was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.